Event description:
It was reported that lead dislodgement and high capture threshold and were noted. Lead was explanted and replaced. Patient condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.